Manufacturer narrative:
The insulin pump had motor error alarm during rewinding due to corroded home switch. Analysis was unable to verify displacement test due to motor error alarm.

Event description:
The customer reported via phone call that they received a motor error alarm during bolus. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.